Event description:
It was reported that the minute ventilation (mv) was disabled on this pacemaker after a stored signal artifact monitor (sam) episode. Mv oversensing was noted on the non-boston scientific right atrial (ra) lead. Technical services (ts) assisted in reprogramming this pacemaker and frequent monitoring for future sam episodes is expected. No adverse patient effects were reported.